Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro dissection tip seemed to catch on when pulling back through the leg. The harvester removed the device and noticed that the dissection tip was broken. The tip broke into two pieces. One was found in the incision site and the other was found in the "rubbery diaphragm." Both pieces were retrieved through the original incision. A replacement unit was not needed as the dissection process was already completed. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)